Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 7581766 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate plus profile 275cc, catalog number 3502275, serial number (B)(4), lot number 7573070. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 275cc filled to 325cc and experienced deflation on the left breast implant. The healthcare professional found tissue under the valve and no hole was found. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 300cc, catalog number 3502300, serial number (B)(4), lot number 7566187 on (B)(6) 2018.

Manufacturer narrative:
On 08/01/18, it was reported to mentor that the device history record (DHR) for the lot number 7581766 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The report was completed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/16/18, it was reported to mentor that no pinhole leak and no valve leak was found by the healthcare professional after implant removal. A small amount of fibrinous tissue was found in the opening of the valve. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).